Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "suspected/actual rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification d.4: device information was not provided, captured as unknown mammary, defaulted to deflation in coding. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.